Manufacturer narrative:
(B)(4). Date sent: 10/3/2023. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the er320 devices was returned inside it's original packaging unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have a holes in the tyvek, the holes were noted to be from the outside in. The event reported was confirmed and it is related to improper use of the device. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, presence of small holes and folds were noticed on the packaging of the device. Delay in procedure.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. Additional information was requested and the following was obtained: "there was no patient consequence because the presence of little holes on the packaging was observed before entering the operating room. Use of another device to complete the procedure." An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.